Manufacturer narrative:
Evaluated 3 open/used reservoirs. Performed a visual inspection using (B)(4) doc appendix e; and found missing components; snap-caps and transfer guards not returned. Unable to verify snap-caps and transfer guards¿ dimensions. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a reservoir and tube connector that did not fit tightly. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.